Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an arterial fibroid embolization procedure using a 6fr sheath. Reportedly, post procedure the patient had a cool foot and a dissection distal to a common femoral artery was found. A cut down was performed to remove the clip of the starclose se device and correct the dissection flap and a graft was applied to close the artery defect. A reported clinically significant delay in the procedure or therapy was reported. No additional information was provided.